Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility. An implant with pf 5.0 was placed successfully.